Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer stated that he dropped the pump in the hot tub and it has been exposed to water. The customer stated that there is fluid under the lcd display. The customer stated that there is a crack on the pump casing. The customer stated that there is a keypad anomaly. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.